Manufacturer narrative:
Date of event is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an infection and necrosis at the ipg pocket. Patient was treated with oral antibiotics and underwent surgical intervention wherein the entire system was explanted to address the issue.